Event description:
It was reported that a patient enrolled in a clinical study underwent initial right total knee arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011 due to hyperextension instability. All components were removed and replaced with an orthopedic salvage system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿inadequate range of motion due to improper selection or positioning of components."